Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an overpressure alarm. The issue was found during an unspecified therapeutic procedure that was able to be completed with a similar device. There were no reports of patient harm.

Event description:
The following information was received from the customer: the overpressure alarm occurred during the intrauterine procedure. The set pressure was 14 millimeters of mercury (mmhg), relief mode was off, alarm delay was 4.5 seconds, and flow rate setting was high (45 liters per minute (l/min)). The measured pressure was unstable, ranging from 12 to 17 mmhg. No gas sources other than the high flow insufflation unit, pinch valves, or suction tubes were used. An overpressure warning was triggered. No tube clogging warning occurred. There was no abnormal distension in the patient's abdomen, and the doctor felt the intrauterine pressure was normal. The error log review showed periodic fluctuations in pressure; oscillations (6 times in 20 seconds) were observed in the pressure values.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.